Event description:
Product is sold as a "non-sterile" component, labeled "for kit use only". This catalog number (374830) is intended for OEM kit packer mfrs and sold in a bulk pack non-sterile configuration. It is intended to be placed in a surgical kit, which is then sterilized by the OEM kit packer. The same product is sold "sterile" by bd as catalog number 377513 to end-users. In 12/2000 rptr, the OEM kit packer, shipped the micro sharp blade, catalog number 374830 to a hosp. The blades were sent as a single component (outside the kit) because they were omitted from rptr's surgical kit, lot number 40110405. Rptr called bd to confirm the sterilization status. The customer service data screen displayed the product as "sterile". Bd customer service incorrectly informed the kit packer that the 374830 was sterile due to the error on the service data screen. The product is physically labeled "non-sterile for kit use only" on the case and poly bag packaging. The sealed unit pouch label states "for kit use only" and does not state "non-sterile", since the kit packer is intended to sterilize the pouch when placed in the surgical tray before shipping the completed kit to end-users. In this situation, the blade was shipped separate from the kit and was not sterilized prior to use at the hosp. In 2001, the hosp used one (1) blade on a pt for open heart surgery. Since the hosp also stocks catalog number 377513 (bd's sterile same size blade), the hosp questioned the sterility of the product. There has been no reported adverse event that occurred. The pt has not shown any post-operative infection.